Manufacturer narrative:
Product complaint #: (B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please confirm the quantity of devices in which "needle came loose from the suture" was observed during this single procedure? Could you please provide the lot number? Were there any patient consequences? How was the procedure completed? Procedure name and event date? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2021 and suture was used. During the procedure, the needle came loose from the suture. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/29/2021. H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 evaluation: h3 investigation summary: three dispensed needle-sutures combinations of product code m650g were returned for analysis. This product code is multi strands count and each packet contains four strands single armed. In order to evaluate the conditions of the returned needle-sutures, the swage and attachment area was noted to be as expected in the three needles. The sutures were examined along the strand to detect any issue on the suture and no defects were observed during evaluation. Functional test was performed, and the pull force meets the customer requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. As part of quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.